Event description:
It was reported that following a trial procedure, the physician attempted epidural access, however, patient experienced moderate pain down her left leg and into her left foot. The physician removed the lead and observe what she thought was csf (cerebrospinal fluid) backflow through the epidural needle. The patient was administered with a blood patch and blood was acquired through patients IV (intravenous). A second epidural access was attempted, but the patient requested to stop the procedure due to continued pain. The removed leads will not be returned as they were discarded per biohazard protocol. The patient will consider for a retrial next month.